Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was found to be within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. During evaluation, the device alarmed system error 345 while running a loaded set. A review of the event history log identified 'system error 345 - thermistor disparity' messages. The cause was identified to be a failed ultrasonic sensor which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump cannot be programmed during setup. There was no patient involvement. No additional information is available.